Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the suction channel was clogged with foreign matter. It is likely that due to the leak reprocessing could not be done properly and the foreign matter could not be removed. The event can be detected/prevented by following the instructions for use which state: "if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the complaint was confirmed. The suction amount did not meet the standard due to the damage of the channel tube. The evaluation revealed the following findings: leak from instrument channel; a-rubber glues peeled off; insertion tube had a wrinkle; switch #1 had a hole/cut; objective lens had scratches; light guide (lg) lenses had scratches; adhesive around lenses had wear; reduced angulation; knob play; the insulation resistance value of the front end did not meet the standard due to the burn marks of the plastic distal end cover (c-cover); the screen was partially dark due to scratches on the ccd lens; light guide (lg) tube had wrinkle; the forceps did not pass smoothly due to clogging of the channel; and the channel cleaning brush did not pass smoothly due to blockage of the channel tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Customer representative, on behalf of the customer, reported the evis lucera elite gastrointestinal videoscope exhibited a blocked suction channel during maintenance. The unspecified diagnostic procedure was completed with a similar device. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, foreign material was found inside the suction channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.